Manufacturer narrative:
The referenced scope was returned to olympus but the evaluation has not yet begun. As part of our investigation an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. On february 28, 2018, the ess visited the user facility and found the following deviations: the user facility is not currently using the air/water channel cleaning adapter during bedside cleaning, but will implement use of the adapter moving forward. The user facility was brushing out of order during manual cleaning. Ess demonstrated the proper brushing steps in proper order. The user facility does not have suction in the reprocessing room and was skipping suction step using the suction cleaning adapter. The user facility will be working on installing suction and using the suction cleaning adapter. The user facility is using non-olympus channel cleaning brushes. The ess educated on proper storage of the ercp scopes and keeping the elevator at a 45 degree angle. Once the evaluation has been completed, this report will supplemented accordingly.

Event description:
Olympus was informed that after reprocessing, the scope tested positive for staphylococcus aureus. The scope has been removed from service. The user facility utilizes a non-olympus automated endoscope reprocessor (aer) machine. No patient infections were reported.

Manufacturer narrative:
The supplemental report is being submitted to provide the device evaluation results. Olympus performed a visual inspection on the reported scope and was unable to find any signs of foreign material inside the biopsy channel, biopsy port, suction port, insertion tube, bending section cover, bending section cover glue, distal end cover, elevator forcep riser, light guide lens/glue, and objective lens when inspected with an olympus boroscope. The scope passed leak testing. The scope was serviced and returned to the user facility. The most likely cause of the reported event is due to insufficient reprocessing of the device, as shown on the ess¿ observations and as reported in the initial MDR. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿